Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence followed by a minimum fill notification after the user filled the cartridge with approximately 140 units of insulin. A new cartridge was successfully loaded to address the issues. Customer¿s blood glucose level was 182mg/dl.